Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that the retainer ring was broken. The reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.